Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he didn't believe the insulin pump wasn't giving the correct amount of insulin during bolus. Customer provided a list of issues with the insulin pump: batteries weren't lasting as long, has rejected reservoir, off and on gets an insulin delivery when insulin isn't out, it rewind slower and is loud when it rewinds. Customer wasn't sure if the device was calculating correctly the right amount of insulin. The low reservoir alarm is set to go off at 20 units and it hasn't gone off in the last month and half, which has left the customer with an empty reservoir or nearly empty reservoir. Customer declined troubleshooting and requested a replacement device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.